Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent information was not provided. The field service engineer (fse) found a pinhole in the vacuum tubing of the rinse station and replaced it. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine and calcium results for 2 patient samples on a cobas 8000 c702 module. Sample 1 had an initial creatinine result of >2000 umol/l. The repeat result was approximately 170 umol/l. Sample 2 had an initial calcium result of >5 mmol/l. The repeat result was approximately 2.2 mmol/l.